Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached. Block h11: an advanix- naviflex rx delivery system was returned for analysis; the stent was not returned. Visual examination of the returned device found the guide catheter detached. A destructive test was performed, the device hypotube from the pull wire was not assembled correctly into the black guide catheter. No other problems were noted to the delivery system. Boston scientific initiated a non-conforming events prevention (ncep) investigation in june 2024 to further evaluate catheter guide break events where the hypotube was not properly bonded to the inside of the guide catheter. The investigation found the guide catheter can slip within the grippers during the bonding cycle after the foot pedal is pushed to begin the cycle. If this is not identified during visual inspection by the operator, this can cause an insufficient bond between hypotube and guide catheter. An immediate action was taken to add a magnification tool to the manufacturing process to improve operator visualization of the bond during the required inspection, and all operators were reminded of the correct method for bond inspections. Although naviflex rx delivery system continues to perform within anticipated product performance expectations, boston scientific initiated a corrective and preventive action (CAPA) investigation to further investigate whether any additional corrective actions are warranted. Based on the available information, the most probable root cause is quality control deficiency.

Event description:
It was reported to boston scientific corporation that a advanix- naviflex rx delivery system was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the delivery system had a problem. The procedure was completed using another of the same device. There was no patient injury reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the guide catheter was detached. Please see block h10 for full investigation details.